Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. There were no patient consequences. No additional information was reported.

Event description:
New information received notes that the post-paced t-wave oversensing was first discovered in clinic. Programming changes were performed. There were no patient consequences post-intervention.